Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure.according to the complainant, the patient experienced an injury but the exact nature and date of onset is unknown.all other information is unknown and reportedly unavailable.